Event description:
Report of safeset port coming out of pressure monitoring set. A pressure monitoring set was hooked up to the pt for an unspecified reason. When the nurse accessed the safeset port for a blood sample, the port came out when removing the access cannula from the port after obtaining the blood sample. The set was changed to solve the problem. No pt harm or blood loss was reported.